Manufacturer narrative:
The insulin pump passed functional tests. No unexpected alarms noted during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a motor error alarm a week ago. Customer also had no delivery alarms. Customer's blood glucose level was around 328 mg/dl. Customer was in the process of bolusing when the alarm occurred. Customer had a nerve test with acupuncture needles. Customer was assisted with clearing the alarm. Customer was disconnected from the pump and was advised to return the pump. Troubleshooting was also performed for the no delivery alarm. Customer's blood glucose level was 418 mg/dl. Customer threw away the set and the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.